Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016--70011-1. This report was initially submitted as 1649833-2016-70003 - 1, march 2, 2016. Description from medwatch report as follows: this is a follow-up report to the original mor no. 1649833-2016-70003. Event occurred in (B)(6) original report stated: "surgeon notified sales rep that a piece of carbon from the valve housing broke off while the implant was being completed. The surgeon stated that the chip in the valve housing was noticed right after she had cut all the sutures after the valve had been placed. She deemed this unsatisfactory necessitating excision and subsequent placement of a second prosthesis and the surgery was completed". The valve has been returned and evaluated. The conclusion is that the valve was broken due to mishandling possibly using a stainless steel instrument such as a hemostat. In brief, it is summarized as "iatrogenic". The IFU clearly warns against using such instruments on the valve as it can result in breakage of the carbon. This was not a structural valve dysfunction.